Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed an opening assessed as a surgical impact opening (shell thickness whiting to spec). Additional observations: ¿observed 40 mm dark patch edge material inside gel device. ¿stress marks observed on the device.